Event description:
A complaint was created on (B)(6) 2010 by lifewatch based on the patient's statement that the electrodes burned her skin. In order to gather information on the incident, the patient was contacted on (B)(6) 2010 and a patient questionnaire was filled out. The patient stated that she had red swollen skin on the area of the electrodes. Patient stated that she had a fever and her whole left side was very hot. The patient was seen by a doctor and prescribed antibiotics and cream.

Manufacturer narrative:
In house preliminary testing has not been performed.